Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose and abdominal pains. Blood glucose at the time of the admission was 403mg/dl. The customer's mother states pump is alarming low battery and motor error. The customer's mother was assisted with trouble shooting. The pump was able to complete pump rewind. The insulin pump will be replaced and be returned for analysis.